Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 14-dec-2021/ serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No, mfg date: 13-jul-2020, yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a small pericardial effusion during or after implantation of leadless implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.